Event description:
It was reported that when a device was used during a lap hernia repair, the shaft of the obturator separated from the handle. Upon gaining access, the surgeon noticed that he had entered the bowel then coverted to an open procedure. Surgeon stated that the injury was not related to the device. There were no other consequences to the patient.